Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred and would not clear. Additionally, it was reported that a cartridge alarm 1 occurred and that the pump battery gauge was fluctuating. Customer's blood glucose was 118 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.